Event description:
It was reported that the unit was being used during a case and the patient was burned. It was further reported that the light cable became hot where it was connected to the retractor.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.